Event description:
It was reported, while using bd ultra-fine¿ nano pen needle, 32g x 4 mm. Medication was unable to be delivered. The following information was provided by the initial reporter: it was reported, that needle clogged, during injection. Consumer does not prime.

Manufacturer narrative:
Investigation: no samples (including photos) were returned. Therefore, the complaint could not be confirmed. And the root cause is undetermined. A lot history review was carried out, and no related non conformances were raised in association with this packaged lot. Concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd ultra-fine¿ nano pen needle, 32g x 4 mm medication was unable to be delivered. The following information was provided by the initial reporter: it was reported that needle clogged during injection. Consumer does not prime.